Manufacturer narrative:
(B)(4). Estimated patient age (date of birth 1964). Event description (continued): there was no resistance noted with the use of the gripper lever. Another cds was used. The procedure was completed with the implantation of four clips reducing the degenerative mitral regurgitation grade from 4 to 2-3. There was no significant clinical delay in the procedure due to the device issue. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, mitraclip (x1). The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed as the clip (10335815/29) became caught several times on the anterior leaflet. Although there was no leaflet damage reported, if this were to recur there's potential for injury. It was reported that during a mitraclip procedure, one clip was implanted. A second clip delivery system (cds 10335815/29) was used. During functional testing of the device, it was noted that the gripper lever had to be pulled back approximately 1cm past the designated blue line in order to straighten the grippers. The device was inserted and advanced through the steerable guide catheter with no resistance. As per the instructions for use, the cds sleeve was not curved more than 90 degrees at any time during preparation or the procedure. After the first advancement of the cds into the left ventricle, the anterior leaflet was observed to be over the grippers and the leaflet became caught on the grippers. The physician inverted the clip and performed some trouble shooting maneuvers to free the leaflet. Three more attempts at positioning the clip were made and the anterior leaflet became caught each time. The cds was removed from the anatomy. There was no damage observed to the leaflet. Once the device was removed, it was noted that it was not possible to raise the grippers completely to the shaft of the device. There was no manipulation of the grippers prior to the introduction of the clip into the left atrium or left ventricle. The gripper lever was pulled more than 1cm over the blue line, but the grippers could not be moved close to the shaft.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the reported gripper arm actuation issues leading to the grippers being caught on the leaflet can include, but are not limited to, patient anatomical morphology leading to tension on the device, excessive curves on the device, or restriction of the gripper line pathway resulting in hindered gripper lever functionality, user technique / procedural conditions (advancement of the clip into the left ventricle), or manufacturing anomalies (tension on the gripper line). Based on the information reviewed, the reported device issues may be due to insufficient raising of the grippers during advancement of the clip into the left ventricle; however this cannot be confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint-handling database identified no other incidents for the reported lot. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. The clip delivery system (cds) was received for analysis. The device was received with a kink in the gripper line. During testing of the cds, as the device was being removed from the proxy steerable guide catheter, it was observed that the blue alignment markers were offset by 90 degrees. After the cds was removed from the proxy sgc, the cds the gripper arms were able to be fully raised when the gripper lever was retracted 10mm past the blue line; therefore the reported event could not be confirmed. The reported difficulty in removing the clip from the anatomy could not be replicated in the testing environment, as the reported event was a result of procedural conditions. Potential causes for the reported gripper arm actuation issues leading to the grippers being caught on the leaflet are, but not limited to, patient anatomical conditions, user technique / procedural conditions (advancement of the clip into the left ventricle), or manufacturing anomalies (tension on the gripper line). Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the gripper arms actuate as intended. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the complaint-handling database identified no other incidents for the reported lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, gripper arm actuation issues resulting in the grippers being caught on the leaflet may be influenced by patient anatomical morphology leading to tension on the device, excessive curves on the device, or restriction of the gripper line pathway resulting in hindered gripper lever functionality. Based on the information reviewed, it is possible that the kink in the gripper line resulted in difficulties raising and lowering the gripper arms, resulting in the grippers being caught on the anterior leaflet while advancing the clip into the left ventricle; therefore, no additional follow up will be sought. It is possible that during manipulation of the clip in the anatomy, the gripper line became kinked; however this cannot be definitively confirmed. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.